Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01710.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using penumbra smart coils (smart coils) and non-penumbra microcatheters. It was noted that the patient's anatomy was tortuous. During the procedure, a smart coil was stuck and would not advance at all within its introducer sheath; therefore, it was removed. The physician then placed two additional smart coils into the vessel. Next, the physician attempted to advance another smart coil; however, the smart coil was stuck within its introducer sheath and would not advance at all from its initial position. Therefore, this smart coil was also removed. The procedure was completed using three additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.